Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refr2350 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "I was placing a 3 french groshong on a 5 week old. I was inspecting the PICC prior to threading it through the micro introducer and noticed some very fine small fibers on the end of the PICC. My thought was that it was possibly from the gauze. . .I did leave the PICC in the plastic casing until the vein was accessed so I don't know how something would have gotten on it. I tend to leave it in the casing so it doesn't flop around and become unsterile, then I remove it and do a more thorough inspection after the micro introducer is in place. At any rate, I did not place that PICC line. We opened another kit and placed the second PICC as it had no issues noted on inspection. . .I checked on the patient today, at 24 hours post placement, and he is doing well. No complications with the PICC."